Event description:
Report as given over phone to rep. Pt on iabp, all therapy to be withdrawn as futile, alarm sounded blood detected, contacted customer service after hours, number transferred to local rep, discussed situation, no visible blood in gas lumen, wanted to know if they could mute the alarm until pt passed away for family comfort. Given the alarm, suggested that they remove the catheter, or remove pump, and clamp line for family comfort due to previous decision to withdraw all therapy. Asked to keep catheter to RMA, false alarm going off, or actual puncture in iabc with blood. Issue has occurred several times recently on different pts (gas leak, balloon puncture, and now blood detected), catheter inserters causing damage to the balloons during insertion?

Manufacturer narrative:
Product condition received: the product returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The extension and pressure tubing were also returned. No blood was found inside the catheter. Product eval: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported event cannot be confirmed by the eval. A review of the device history does not indicate any lot specific issues. (B)(4).